Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient received inappropriate high voltage therapy for right ventricular lead noise on (B)(6) 2018. The right ventricular lead was explanted and replaced on (B)(6) 2018. During the procedure, the right atrial lead became dislodged. The right atrial lead was also explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
A partial lead with the tip measuring 41.8 cm was returned for analysis. Internal insulation abrasion was noted at 11.9 ¿ 13.7 cm from the distal tip. The etfe coating of one of the re and rv cables were abraded. All other observed damaged was attributed to procedural damage. This is consistent with the observation from the field of noise and inappropriate high voltage output.

Manufacturer narrative:
Correction: device available for evaluation? The correct response should have been yes. Returned to manufacturer should have been selected and 8/8/2018 for the date returned to manufacturer. Device evaluated by manufacturer should have been no. Why not evaluated should have been device evaluation anticipated, but not yet begun (02). (B)(4).